Manufacturer narrative:
It was reported incorrectly in the initial report that patient had a pre-existing medical condition of diabetic ketoacidosis (dka) when in fact the complaint reporter meant that the patient was going to have consultation with a surgeon and his initials are dka. Initially reported in error that patient had diabetic ketoacidosis (dka) when in fact patient had no reported pre-existing medical conditions. Placeholder.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowths and diffuse lamellar keratitis (dlk) in both eyes (ou) at 3 week post-operative exam. The dlk and epithelial ingrowth in both corneas caused blurry vision. The patient¿s chief complaints were that for five consistent days had blurry vision and itchy and watery on both eyes. Surgical consultation was required due to the patient had a pre-existing medical condition of diabetic ketoacidosis (dka). After surgical consultation was conducted, the clinic performed a flap and rinse on both eyes.